Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 05-jan-2021.. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2007, the patient had essure inserted. In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), musculoskeletal pain ("muscle and joint pain"), rotator cuff syndrome ("shoulder tendonitis"), arthritis ("knee inflammation"), meniscus injury ("meniscosis"), ligament sprain ("knee distended ligaments"), autoimmune hypothyroidism ("autoimmune hypothyroidism"), abnormal weight gain ("very significant weight gain"), amnesia ("loss of memory"), disturbance in attention ("loss of concentration"), deafness ("hearing loss"), depression ("depression"), neck pain ("neck pain") and alopecia ("hair loss"). The patient was treated with physical therapy and surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, fatigue, musculoskeletal pain, rotator cuff syndrome, arthritis, meniscus injury, ligament sprain, autoimmune hypothyroidism, abnormal weight gain, amnesia, disturbance in attention, deafness, depression, neck pain and alopecia outcome was unknown. The reporter considered abnormal weight gain, alopecia, amnesia, arthritis, autoimmune hypothyroidism, back pain, deafness, depression, disturbance in attention, fatigue, ligament sprain, meniscus injury, musculoskeletal pain, neck pain and rotator cuff syndrome to be related to essure. The reporter commented: currently the patient received anti-depressant treatment; sessions of knee, cervical. Shoulder physiotherapy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), musculoskeletal pain ("muscle and joint pain"), rotator cuff syndrome ("shoulder tendonitis"), arthritis ("knee inflammation"), meniscus injury ("meniscosis"), ligament sprain ("knee distended ligaments"), autoimmune hypothyroidism ("autoimmune hypothyroidism"), amnesia ("loss of memory"), disturbance in attention ("loss of concentration"), deafness ("hearing loss"), depression ("depression"), neck pain ("neck pain") and alopecia ("hair loss") and was found to have weight increased ("very significant weight gain"). The patient was treated with physical therapy and surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, fatigue, musculoskeletal pain, rotator cuff syndrome, arthritis, meniscus injury, ligament sprain, autoimmune hypothyroidism, weight increased, amnesia, disturbance in attention, deafness, depression, neck pain and alopecia outcome was unknown. The reporter considered alopecia, amnesia, arthritis, autoimmune hypothyroidism, back pain, deafness, depression, disturbance in attention, fatigue, ligament sprain, meniscus injury, musculoskeletal pain, neck pain, rotator cuff syndrome and weight increased to be related to essure. The reporter commented: currently the patient received anti-depressant treatment; sessions of knee, cervical. Shoulder physiotherapy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.